Event description:
A physician was using a gelmark following a breast biopsy procedure with a mammotome biopsy device. When she pulled the applicator out of the mammotome probe (with force) she observed that the tip of the applicator was sheared off. She also noted that there were pellets on the bowl of the mammotome probe. Tip is believed to be in patient's breast. There were no pt adverse effects. Pt is positive for cancer, and tip will be removed at time of lumpectomy.